Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 526 mg/dl the night before. The customer treated their high blood glucose with the insulin pump after an infusion set change. The customer declined to troubleshoot for the high blood glucose. The customer reported receiving sensor alarms. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's blood glucose was 250 mg/dl earlier in the call. The customer will not be returning the insulin pump for analysis.